Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a chemo infusion, the set came apart and leaked at the engagement between the tubing and the filter. No patient harm occurred.

Event description:
The customer reported that during a chemo infusion, the set came apart and leaked at the engagement between the tubing and the filter. No patient harm occurred.

Manufacturer narrative:
Correction g.3: disregard health professional listed on initial submission. The customer's report of a leak at the engagement between the tubing and the filter was confirmed. The customer¿s photo was evaluated and a separation was observed between the nitro tubing and the inlet port of the micron filter. The root cause of this failure was not identified as no product was returned.